Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 11-103206, lot# 840990 taperloc por lat fmrl 12.5x145. Cat# 139264, lot# 468160 m2a-magnum 52-60mm tpr insrt-6. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. It was reported that there are allegations of complications with metal wear. It was reported that no further information is available.